Event description:
Using the appropriate diagnostic equipment, the healthcare provider determined that the device was not functioning according to manufacturer's specifications. Explantation and reimplantation surgery was performed in 2005. Cochlear was not made aware of the testing or the explant surgery until the end of 2005.